Event description:
The customer's mother initially called stating the customer has had problems with the insertion device and also with bent cannulas. The mother then stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 502 mg/dl. The customer's mother then called stating the customer had been taken to the emergency room two times in one week for low blood glucose. No low blood glucose reading was reported. Troubleshooting was done and the insulin pump was programmed correctly. The bolus and prime histories were correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.